Event description:
The manufacturer's representative reported the patient had been implanted with a pump in 2005. The patient had reported poor or no pain relief. At the first refill the next month, the estimated reservoir volume was 4.2ml and the actual was 5.0ml. A dye study was done and reported as "passed." Rotor studies were done twice and reported as no movement observed. At the pump refill the following month, the estimated reservoir volume was 9.2ml and the actual was 9.0ml. The medication dose has increased from 0.5mg/day to now 8mg/day.